Event description:
It was reported that the nurse stated they have a device that was giving them a non-recoverable alarm 77 (chiller water temp sensor out of range high resistance) in an arctic sun device. They have already tried turning the device off and on three times and the alarm persists. Advised this device would need to go to biomed and was not in the room to obtain the sn at that time. Biomed should call in later today.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported that the nurse stated they have a device that was giving them a non-recoverable alarm 77 (chiller water temp sensor out of range - high resistance) in an arctic sun device. Repairs related to the reported issue: they have already tried turning the device off and on three times and the alarm persists. Advised this device would need to go to biomed and was not in the room to obtain the sn at that time. Biomed should call in later today. The reported event was inconclusive. The root cause could not be definitively identified. They have already tried turning the device off and on three times and the alarm persists. Advised this device would need to go to biomed and was not in the room to obtain the sn at that time. Biomed should call in later today. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a device that was giving them a non-recoverable alarm 77 (chiller water temp sensor out of range - high resistance) in an arctic sun device. They have already tried turning the device off and on three times and the alarm persists. Advised this device would need to go to biomed and was not in the room to obtain the sn at that time. Biomed should call in later today.